Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 and the tubing got detached from connector. The infusion set was in use for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15480), was submitted on 30-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 24-dec-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010791, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010791 was manufactured according to the work instruction (wi) version 120 in the line 01, on 24/dec/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4l05443 was manufactured according to the form-4905506 version 8 and manufactured in the machine itl01, on 03-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: extended by moved tyvek. This complaint will not require further root cause investigation nor CAPA plan. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.